Manufacturer narrative:
H3: product analysis:9560524, lotno:my22l001 during incoming inspection it was observed that the handle screw's thread was deformed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional regarding a flex arm used for spinal procedure. It was reported that even when the cable tightening hole was rotated for fixation, the tightness was poor, and the fixation force was weak. It appears that the threaded part of the draw bar is worn out. There was no patient involved as the event occurred during the setup when operation had begun. There were no further complications reported regarding the event.